Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seen by paramedics for blood glucose (bg) values that dropped to 17 mg/dl. The patient was unresponsive. For treatment, the patient was given 2 doses of dextrose and magnesium sulfate. The pod was worn between 4 and 24 hours on the leg. The patient was discharged after 6 hours.